Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination and scale marking permanency issues. Product defects were noted prior to use. The following information was provided by the initial reporter: foreign matter was noticed on the plunger rod before unwrapped the package. Defective product was not used

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301948 lot 1811162 to investigate for this record. After the evaluation of the returned photo, bd identified the foreign matter as embedded contamination in the plunger. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly, and some gases remained in the mold cavity and produce the burnt syringe piece. This a cosmetic defect which has no risk to the health because the burnt plastic is embedded in the plunger without possibility of being detached from it. DHR showed no indication of the alleged defect.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination and scale marking permanency issues. Product defects were noted prior to use. The following information was provided by the initial reporter: foreign matter was noticed on the plunger rod before unwrapped the package. Defective product was not used.